Manufacturer narrative:
Manufacturing review of the referenced lot number and respective device history record was conducted on (B)(6) 2021, showing that all units were quality released on 15apr2020 having met all internal qc acceptance requirements. There were no non-conformances associated with the manufacturing lot during the final packaging. Sterile subassembly lot m20c1098 ((B)(4)) was also reviewed for potential issues impacting the quality of this product. This subassembly lot was released to component inventory on 7apr2020 having met all quality requirements including product sterility testing following eo sterilization, as well as internal bioburden and product pyrogen (lal) testing requirements. In lieu of a request for the OEM supplier for a DHR review of the ecm material lots, it is noted that aziyo processes the non-sterile envelope materials by cutting, suturing, packaging, and sterilizing.

Event description:
On (B)(6) 2020, patient underwent a procedure to replace a generator using an aziyo biologics cangaroo envelope (model cmcv-009-med, lot number m20d1134). On (B)(6) 2021, patient has the ICD and aziyo envelope explanted by a different doctor due to erosion at the suture line. Erosion described as 'the size of a pencil eraser" with one of the leads visible through the opening. There was no drainage or active infection visible. Surgeon stated that the erosion was likely due to the small pocket that had been created for the device and scar tissue at the suture-line due to two previous accesses using the site. Patient was reimplanted with a new system on the opposite side of his chest. Patient was also prescribed IV antibiotics.